Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the sensor was inserted in abdomen and lost on the same day. Customer's blood glucose level was unknown. The customer reported that the sensor was bent. The sensor will not be returned for analysis.